Event description:
It was reported to the manufacturer that the vns pt's device showed high lead impedance during diagnostic testing at an office visit following end of service generator replacement surgery in (B)(6) 2009. Impedance was noted to be within normal limits at surgery. X-rays were taken to assess the integrity of the system following surgery but the assessment have not been sent to the manufacturer yet. An issue with the connected pin insertion, therefore, could not be ruled out. Good faith attempts to obtain add'l info regarding the reported event and x-rays are currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.